Event description:
End user states she was fixing a plate for dinner and went to sit down on the seat. The leg bent between the crossbar and the adjuster and then she fell. Her shoulders, back, left buttock, and sides are very sore. She also had broken her right leg just prior to this incident. The consumer had only used the unit for approximately three months. The consumer did not seek medical attention. A few days later the consumer noticed that she was bleeding during urination and it was found she had a reoccurrence and was prescribed an antibiotic. Currently using a walker.